Event description:
It was reported that a catheter issue occurred. After radial artery angiography, a 75% stenosed target lesion was located in the proximal segment of the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter failed to display an image despite correct connection and adequate priming. The procedure was completed with another of same device. The patient remained stable following the procedure. A preliminary investigation revealed that the device was returned with the imaging window detached, and it was confirmed that the detachment occurred during the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath and telescope were kinked, and the imaging window was detached and did not return. No damage was noted in the imaging core within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. After radial artery angiography, a 75% stenosed target lesion was located in the proximal segment of the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter failed to display an image despite correct connection and adequate priming. The procedure was completed with another of same device. The patient remained stable following the procedure. A preliminary investigation revealed that the device was returned with the imaging window detached, and it was confirmed that the detachment occurred during the procedure.